Manufacturer narrative:
It is alleged in the patient's legal fact sheet, the patient experienced infection. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Based on the information received, it can not be determined to what degree the bard flat mesh may have caused or contributed to the problems experienced due to the patient's multiple comorbidities, multiple surgical procedures, and implant of non-davol mesh which was indicated to be causing the vaginal wall erosion as well as being explanted. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of the patient's medical records provided to davol by the patient's attorney: on (B)(6) 2006 - the patient underwent lateral sacrospinous ligament fixation, cystoscopy, cystocele and enterocele repair with implant of a non-davol "avulta" mesh. On (B)(6) 2007 - the patient was diagnosed with recurrent vaginal cuff prolapse, enterocele and underwent an abdominal sacrocolpopexy by laparotomy with implant of a bard/davol "marlex" flat mesh and lysis of adhesions. No operative report details provided for this procedure. On (B)(6) 2007 - per md office exam notes it was noted "a small anterior wall 3x3 mm erosion about 3 cm under the cuff, which was cut. Anterior and posterior vaginal wall appears well supported." On (B)(6) 2008 and (B)(6) 2010 - patient had md office pelvic exams and she was noted to have "erosion above the urethra" from the "avulta mesh" which had been causing bloody vaginal discharge. Patient was diagnosed with mesh erosion without prolapse. On (B)(6) 2010 - the patient was diagnosed with mesh erosion and underwent excision of the non-davol vaginal mesh, cystocele repair and cystoscopy. Operative report's details. "Mesh erosion developed from the avulta mesh on the patient's right upper lateral vaginal wall." On (B)(6) 2011 - the patient had an md office exam and was diagnosed with "ethibond suture erosion from the right sacrospinous ligament fixation" which was removed as well as the area of granulation tissue. On (B)(6) 2011 - patient was hospitalized due to complaints of perianal sharp, throbbing pain and was admitted with a diagnosis of a sacrospinous ligament abscess. On (B)(6) 2011 - the patient underwent exam under anesthesia with incision and drainage of right sacrospinous ligament abscess. After the procedure the patient had multiple doctor's office examinations with complaints of pelvic pressure, vaginal discharge with odor and was diagnosed with recurrent pelvic organ prolapse and left adnexal fluid filled mass which appears to have resolved on its own. Patient was fitted for a pessary ring to help treat the pelvic organ prolapse with good effect.